Event description:
It was reported that during an intracept procedure, the tip of the curved cannula peek broke off while it was being inserted into the patient. Hard bone was encountered and about one to two levels were completed prior to the issue occurring. The broken device fragment could not be found anywhere on the curved cannula and it was determined that the broken fragment was left inside the patient. It could not be confirmed whether the device fragment was contained inside the bone or outside the bone. The procedure was completed as scheduled.

Event description:
It was reported that during an intracept procedure, the tip of the curved cannula peek broke off while it was being inserted into the patient. Hard bone was encountered and about one to two levels were completed prior to the issue occurring. The broken device fragment could not be found anywhere on the curved cannula and it was determined that the broken fragment was left inside the patient. It could not be confirmed whether the device fragment was contained inside the bone or outside the bone. The procedure was completed as scheduled.

Manufacturer narrative:
The curved cannula was returned and a visual inspection confirmed that the curved cannula shaft tip was broken. A labeling review did not reveal any anomalies as it states that with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product failure. It also states that breakage, slippage, misuse or mishandling of instruments or probe, such as on sharp edges, may cause burns or injury to the patient or operative personnel is a known risk associated with the use of the intracept intraosseous nerve ablation system.